Event description:
Caller alleged discrepant results when compared with the lab. Results reported as follows: date inratio lab 5/01/2006 2.0 8.2 5/1/06 2.1 8.2 5/3/06 1.9 4.0 5/3/06 1.7 4.0 5/5/06 2.1 5.48 5/5/06 1.89 2.1